Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that a phenom 27 microcatheter was positioned to the distal site and used to deploy a pipeline flex stent. Due to the patient's tortuous vessels, repeated attempts to push, retrieve, and deploy the stent, it failed to properly open at the distal end and adhere to the wall. The stent was removed from the body along with the catheter. The product was replaced with a medtronic product to complete the procedure. No patient symptoms or complications were associated with this event. The patient was undergoing dense mesh flow diversion surgery for treatment of a ruptured, saccular, right internal carotid c6 aneurysm with a max diameter of 8 mm and a 6 mm neck diameter. The landing zone arterial diameter was 3.6 mm distally and 3.8 mm proximally. It was noted the patient's vessel tortuosity was severe. Dual antiplatelet treatment (dapt) was administered. The platelet reactivity unit (pru) level was noted as normal. The angiographic result post procedure was also noted as normal. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). The pipeline was used for an approved indication (on-label). The middle part of the pipeline was positioned in a bend and had been deployed less than 50% when it failed to open. The pipeline was resheathed more than 2 times. Ancillary devices included a 6f long sheath (cook), and 6f puweisen intermediate catheter (gc070-115).

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported that a continuous catheter flush was administered and maintained as indicated in the IFU. It was stated that the stent was damaged and "rough".

Manufacturer narrative:
H3. Product analysis: equipment used: video inspection system (m-81805), 203cm ruler (m-83361), camera (panasonic lumix dmc-zs5) as found condition: the pipeline flex braid was returned for analysis inside an open pipeline flex inner pouch, inside a sealed biohazard bag, and inside a shipping box. The pipeline flex pusher wire was not returned. The reported phenom 27 catheter was not returned with the pipeline flex device. Damaged location details: the pipeline flex braid was already detached from the pusher wire when it was returned; therefore, the distal and proximal ends could not be identified. Both braid ends were open and frayed. The braid¿s middle section was fully open without damage. No other anomalies were found. Conclusion: based on the reported information and device analysis, the customer¿s ¿failure/incomplete to open at distal¿ report could not be confirmed. The returned pipeline flex braid ends were open and frayed, and the middle section was fully open without damage. However, the root cause of the failure to open could not be determined. Likely causes of the failure to open include severe vessel tortuosity, the user deploying the braid in the vessel bend, and a damaged braid. The braid can be damaged by over-manipulation, re-sheathing more than twice, deployment techniques, advancing or retracting the delivery wire against resistance, or deploying/re-sheathing the braid against resistance. However, the cause of the braid damage could not be determined. H6. Coding updated based on analysis findings. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported there was resistance during delivery of the pipeline which gradually increased during delivery. However, it was noted that the cause of the failure to open was unknown.

Manufacturer narrative:
B5 updated with additional information received. H5. Coding updated based on additional information received. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.